Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced untested software version screen on the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed, and confirmed that mobile device operating system was part of the supported system version, it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The customer also alleged that minimed mobile application was not working and it was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through whitelist review. This issue is confirmed. The software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in the software requirement and specification document, (B)(4). Upon review of the compatibility list, it was confirmed that the iphone 16 pro with ios 18.4 is not yet whitelisted by minimed mobile app version 2.8.0 and is currently graylisted. Helpline was informed of this incompatibility and asked to communicate this information to the customer with recommendations to use a mobile device listed on the compatibility list. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.